Event description:
Davinci vessel sealer was plugged in and introduced into patient abdomen. When dr. (B)(6) tried to use the device an error message showed stating "self test failed. Blade may be exposed." We removed the device and attempted to reset it. Once we placed it on the robot arm the same error message showed up. Device was then taken off sterile field and new one was obtained. No other errors appeared. FDA safety report ID# (B)(4).